Manufacturer narrative:
(B)(4). Publication year of 2018. Batch # unk. This report is related to a journal article; therefore, no product will be returned for analysis and the manufacturing records cannot be reviewed as the lot/batch number has not been provided. Attempts were made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the author/ surgeon believe that the ethicon device caused or contributed to the patient complications mentioned in the article? If yes, please explain. Please confirm the specific number of patients who utilized harmonic scalpel and experienced post operative morbidity? Please also confirm what are the specific postoperative morbidity and if the events can be attributed with the use of harmonic scalpel? Please confirm the specific number of patients who utilized harmonic scalpel and experienced significant blood loss and pancreatic fistula?

Event description:
Title: simplicity and safety: minimized pancreatic fistula rate after distal pancreatectomy through pancreas stump sutured fish-mouth closure, authors: michael j. Minarich, md, roderich e. Schwarz, md, phd, citation: the american surgeon (2018); 84: 1734-1740. The present study was performed to assess whether the pancreas stump closure technique or splenic vessel resection during distal pancreatectomy (dp) affects the postoperative development of pancreatic fistula (pf) in a surgical oncology practice patient cohort, and to describe postoperative outcomes in this setting. This prospective study involves 75 patients (33 male and 42 female; median age: 61 years; age range: 18-85 years) who underwent dp with the creation of a pancreatic stump over a 12-year period. Of the 75 patients, 50 patients (22 male and 28 female; median age: 61; age range: 18-85 years) were treated with fish mouth closure technique (fish mouth closure group), whereas 25 patients (11 male and 14 female; median age: 61 years; age range: 21-85 years) involved other techniques (other closure techniques group) including harmonic scalpel (ethicon) transection in 1 patient. Reported complications in the other closure techniques group included postoperative morbidity (n-?), pancreatic fistula (n-?), and significant blood loss (n-?) In which the patients received transfusion. No reoperations were necessary for pf or any other complication. In conclusion, sutured fm closure of the pancreas stump after pancreatectomy in this experience has resulted in a very low pf rate. The technique is simple, easily applied, reliable, and does not require complex techniques or equipment.